Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 69 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. The customer declined follow up contact from cts and indicated that cts would be contacted if the issue was not resolved. The customer did not contact cts regarding the alleged issue.